Event description:
A report was received that the patient has developed a seroma around the ipg site and as a result is having difficulty charging and is in extreme discomfort. The physician has recommended the patient's pocket site be revised.